Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 7.0 and >8.0 inr. The corresponding lab result reported was 4.1 and 6.4 inr.